Manufacturer narrative:
The ventilator was investigated on-site by our field service engineer. The ventilator generated technical error in the expiratory cassette. The conclusion was that the air gas module and the expiratory channel printed circuit board pcb were replaced. The device logs were not received and no parts have been returned for investigation. No investigation has been possible, therefore the root cause of the reported event has not been determined

Event description:
Manufacturer's ref.#: (B)(4).

Event description:
It was reported that the ventilator failed flow transducer test and pressure transducer test during pre-use check. There was no patient involvement. Manufacturer ref. #:(B)(4).